Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
UDI related data quality updates only this MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Manufacturer narrative:
Background information: quickie iris wheelchair owner manual, rev. D states: "warning! Rear wheel locks are not designed to slow or stop a moving wheelchair. Use them only to keep the rear wheels from rolling when your chair is at a complete stop. 1. Never use rear wheel locks to try to slow or stop your chair when it is moving. Doing so may cause a fall or tip-over 2. To keep the rear wheels from rolling, always set both rear wheel locks when you transfer to or from your chair. 3. Low pressure in a rear tire may cause the wheel lock on that side to slip and may allow the wheel to turn when you do not expect it. 4. Make sure lock arms embedded in tires at least 1/8 inch when locked. If you fail to do so, the locks may not work. If you fail to heed these warnings damage to your chair, a fall, tip-over, or loss of control may occur and cause severe injury to the rider or others." Quickie iris wheelchair owner manual, rev. D states: "warning! Wheel locks are installed at sunrise and should be adjusted by your qualified service person. Inspect wheel locks weekly per the maintenance chart. Do not use your chair unless you are sure both wheel-locks can fully engage. A wheel-lock that is not correctly adjusted may allow your chair to roll or turn unexpectedly. Wheel-locks must be adjusted after making sure the tires have the correct air pressure. When fully engaged, the arm should be imbedded into the tire at least 1/8" to be effective. If you find the wheel locks have slipped or are not working correctly contact your service provider for proper adjustment." Quickie iris wheelchair owner manual, rev. D states: "we warrant all sunrise-made parts and components of this wheelchair against defects in materials and workmanship for one year from the date of first consumer purchase." Discussion: in evaluating the complaint, the dealer reports that the left-side wheel lock fell apart due to the hardware being loose. One of the bolts was missing while the wheel lock assembly was hanging by the remaining bolt. It was determined that based on similar complaints and products received, the potential cause could be hardware loosening over time which could lead to insufficient wheel locking force. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. Based on the owner's manual, the end user or dealer should be performing maintenance to reduce the risk of wheel locks becoming non-functional or broken. The dealer was unable to provide any evidence of previous maintenance performed or if any issues were found. The age of the chair at the time of this complaint was approximately 222 days. According to the quickie iris wheelchair owner's manual, sunrise medical provides a one-year warranty from date of purchase for all sunrise-made parts and components that have defects in the material or workmanship. The dealer requested a warranty replacement of the left-side wheel lock assembly. There were no injuries or adverse impact to the user reported. Conclusion: the loosening of the wheel lock hardware over time is the primary potential cause identified. The product in question met all product specifications before release for distribution at the time of shipping to the dealer. This device is used for treatment, not diagnosis. There is no claim of injury in this case. Per 21 cfr 803.50, this MDR is being filed because the failure mode of non-functioning wheel locks has previously been reported.

Event description:
Dealer reports that the left-side wheel lock fell apart due to the hardware being loose. One of the bolts was found to be missing while the wheel lock assembly was hanging by the remaining bolt. The dealer was unable to provide any evidence of previous maintenance performed or if any issues were found. The dealer has requested a warranty replacement of the left-side wheel lock. No injuries or adverse impact to the user was reported.